Manufacturer narrative:
MDR 2517506-2020-00317 was filed on 15-oct-2020. Additional information (30-oct-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) results. Hsc evaluated the information provided and the instrument data files. No product non-conformance with the assay or instrument was identified. Hsc noted the customer was not following the tube manufacturer recommendations for centrifugation of the samples. The issue was not reported on other patient samples. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section b6 has been updated to reflect additional sample data. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc), and reported that discordant, falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on patient plasma samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), and were questioned. The same sample and a new sample from the same patient were processed the same day on the same instrument, and lower correct results were obtained. A corrected report was issued with the repeat result of the original sample. There are no known reports of patient intervention, or adverse health consequences due to the discordant tni result.